Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2019 the hcp reported that years ago there was an issue with an inadvertent stopped pump mode that occurred during interrupted telemetry due to the 8840 clinician programmer batteries dying during the pump update. The 8840 batteries needed to be changed. No patient symptoms were reported. The hcp did not know the patient name, device information, or any additional other details regarding that event. No further complications were reported/anticipated.